Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise and inappropriate therapies were confirmed via review of stored egms. The device was tested on the bench and our automated testing equipment and was found to be normal. No anomaly was detected. The cause of the noise could not be determined.

Event description:
It was reported that the patient received several inappropriate shocks. All electrical measurements were in-range. No anomaly noted during provocation testing. During extraction, there was difficulties in removing the lead. Possible header problem suspected. Both lead and device were explanted and replaced.